Event description:
(B)(4). Initial info received from a consumer on (B)(6) 2008: a (B)(6) female initiated treatment with poly-l-lactic acid (sculptra) injection on (B)(6) 2008, described as the first time, with no previous exposure to the product. Report indicated that use of product may possibly continue. (Lot number/exp date not provided.) She received the injections to fill in skin around her eyes- the under part of eyes; she received one injection at the "bottom part" and one by her temple on each side. She stated that she feels like her vision is blurry, and she has a "strange feeling" around her eyes. She described as a "film over her eyes". The onset of the events was provided as (B)(6) 2008, and events are ongoing. There were no treatment measures. Concomitant medication and medical history were provided as "none." Consumer reported having no allergies. No further relevant info reported.

Manufacturer narrative:
Additional info for sculptra (lot #/ exp date unk) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, and investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.